Event description:
Customer reported she experienced low blood glucose. Customer stated that his wife woke up and realized that he was low and called 911. Blood glucose value was 35 mg/dl. Customer complained about sensor reading discrepancies. Customer stated that the insulin pump was alarming threshold suspend with sensor glucose of 75 mg/dl and the customer kept treating based of that reading and when he finally tested his blood glucose was 175 mg/dl. Customer was advised not to treat off the sensor reading. Last blood glucose value was 177 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.